Event description:
The AED was deployed during a rescue attempt and after the pads were placed on the pt, the unit prompted the user to "check pads". The user deployed a second AED and used a different set of pads to continue the rescue.

Manufacturer narrative:
Cardiac science has asked the customer to return the AED and pads for eval. In addition, cardiac science has asked the customer to provide add'l info about the rescue.